Manufacturer narrative:
There is a temporal relationship between ccpd treatment with the liberty cycler/liberty cycler set and the pt¿s abdominal pain, chills, nausea/vomiting, constipation and peritonitis event which warranted in-patient hospitalization. The etiology for the pt¿s peritonitis cannot be determined. However, at the time of this clinical investigation, there have been no reported allegations of a liberty cycler/liberty cycler set malfunction or any documentation that indicates that may have caused the pt¿s peritonitis event. Furthermore, pt¿s pd nurse reported the pt. Was not following aseptic technique during ccpd treatment; which may be an associated factor in the pt¿s peritonitis infection. The pt. Was also taking a narcotic (hydrocodone- unknown dose, frequency and duration) which is known to cause constipation as a side effect. Constipation is known to cause peritonitis due to transmural transmission of bacteria. Therefore, it is possible the pt¿s peritonitis event is may have been associated with concomitant constipation likely from narcotic use. Additionally, during hospitalization the pt. Required lysis of abdominal adhesions which appears to have been interrupting patency of the pt¿s pd catheter (not a fresenius product). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient reported being hospitalized on (B)(6) 2018 for peritonitis. Additional information was solicited and received. On (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) (unknown vintage) had a pd effluent culture performed out-patient(results unknown) and was initiated on the antibiotic vancomycin (unknown dose, route, frequency and duration) likely due to suspected peritonitis. Per the pt¿s pd nurse, the pt. Was not following aseptic technique (during ccpd treatment). Subsequently, on (B)(6) 2018 the pt. Was experiencing bloody pd effluent and went to the outpatient pd clinic for evaluation. Details of outpatient pd clinic are unknown however the pt. Was sent to the emergency room (ER) for further evaluation and was admitted to the hospital for acute peritonitis. The pt. Reported experiencing intermittent sharp abdominal pain and no bowel movements for approximately 2 weeks. The pt. Reported he was taking hydrocodone for his abdominal pain (unknown dose, frequency and duration) which seemed to help but stated pd worsened his abdominal pain. Other associated symptoms included nausea, vomiting and chills. ER evaluation positive for chills, nausea/vomiting, mildly distended abdomen and hypoactive bowel sounds in all 4 quadrants. The pt. Did not appear to be in any acute distress otherwise. Blood cultures were obtained: results unknown. The pt¿s white blood cell (wbc) fell within normal range. It was recorded the pt. Cefepime 1 gram (g) intravenous (IV) once and vancomycin 2,000 milligram (mg) IV once. The pt. Was also given senna for constipation and zofran (unknown dose, route, frequency and duration for nausea). During hospitalization, a computerized tomography (CT) scan of the pt¿s abdomen (date unknown) indicated the presence of mesenteric edema and interval improvement of bibasilar opacities and ascites/dialysate since previous exam (date of previous exam unknown). Also, the pt¿s pd catheter (not a fresenius product) was malfunctioning and thought to be thrombosed. As a result, the pt. Was treated with heparin and tpa instillation into his pd catheter (not a fresenius product) which was unsuccessful in restoring patency. Subsequently (date unknown), the pt. Underwent exploratory laparotomy and it was discovered the pt. Had abdominal adhesions requiring lysis of the adhesions. After surgery the pt. Was continued on pd therapy using dianeal pd solution 1.5% dextrose with electrolytes. Further details surrounding products used and pd treatment details during hospitalization course are unknown. Furthermore, it is unknown if the pt. Was continued on antibiotic therapy during hospitalization. It was recorded, the pt. Remained afebrile and the pt¿s nausea and vomiting resolved. On (B)(6) 2018, physical exam revealed the pt¿s abdomen was non-distended with return of bowel sounds. Some slight tenderness on palpation was present and the pt¿s abdominal dressing (post laparotomy) was notably dry and intact. Vital signs recorded include blood pressure (bp) 147/92, pulse 74, temperature 98.1 fahrenheit (f), respiratory rate 16, oxygen saturation 96%. The pt. Was discharged home (on (B)(6) 2018) and continued pd therapy with plans to receive vancomycin therapy in the outpatient pd clinic.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."